Event description:
It was reported that approx. 60 months after implantation the patient received inappropriate shocks. A sudden increase in impedance was also observed. Lead damage was suspected. The lead and ICD were replaced

Manufacturer narrative:
In the returned state, the lead had been cut through 14 cm distal of the df4 connector pin. A proximal and a distal lead fragment were available for analysis. An explantation set was stuck in the distal lead fragment. The returned fragments were thoroughly analyzed. The visual inspection found multiple signs of abrasion along the lead body. Especially between 11 and 8 cm proximal of the lead body, the insulation of the lead body was frayed. This damage is with high probability the cause of the oversensing complained about and of the inadequate shocks. The observed damage manifestation leads to the assumption of friction at a neighboring partner lead. The analysis of the also supplied x-ray images was unable to rule out an interaction of the lead complained about with an implanted partner lead. The rope conductor that led to the ring electrode was outside of the lead body 33.5 cm proximal of the tip electrode and was found to be fractured 15 cm proximal of the tip electrode; in addition, the rv shock coil was deformed. These damages are due to strong tensile forces during the extraction. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.